Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type catheter, product ID 8578, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported on (B)(6) 2020 the patient was scheduled for a catheter revision. During the procedure the provider could not aspirate the catheter and did not want to flush the catheter due to the patient having a high concentration of dilaudid (40 mg/ml) in their pump, which calculated to be 4.56 mg of dilaudid in their catheter. A new 8780 was implanted and now the patient had good catheter flow. The old pump segment was removed and discarded by the facility. The spinal segment was partially removed (discarded) with the tip of the spinal segment still in the body. The provider kept the 24 hour dose the same at 1.923 mg/day and decreased the personal therapy manager (ptm) dose from 1mg to 0.5 mg to make the max 24 hour dose 2.166 mg. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 40 mg/ml for a total dose of 2.353 mg/day, bupivacaine 20 mg/ml for a total dose of 1.176 mg/day, and clonidine 400 mcg/ml for a total dose of 23.53 mcg/day via an implantable pump. It was reported the patient was new to the clinic and healthcare professional. The patient reported that their pain was not being controlled with their pump and that the ptm doses only help a little. The patient stated that their pain started increasing sometime in late 2019 (date unknown). The patient reports no recent withdrawal symptoms. Today ((B)(6) 2020), a catheter access port procedure was performed and the provider was unable to aspirate the catheter. The patient was being scheduled for a catheter replacement. The patient has their original catheter (B)(6) that was implanted (B)(6) 2012. Per notes, the catheter was aspirated successfully without difficulty when their pump was replaced on (B)(6) 2017. The patient reports no falls or injuries. The patient came into the clinic today with high drug concentrations in their pump: dilaudid 40.0 mg/ ml, bupivacaine 20.0 mg/ ml, and clonidine 400.0 mcg/ ml. Daily dose 2.353 mg/day and a max daily dose of 4.844 mg/day. The pump was interrogated, and a catheter access port procedure was performed. The provider was unable to aspirate the catheter. The provider decreased the patient¿s dose by 50% and was scheduling the patient for a catheter replacement. The dose decrease included the patient¿s 24 hour dose going from 2.353 mg/day to 1.923 mg/day, and her maximum daily dose going from 4.844 mg/day to 2.416 mg/day. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. No further complications were reported.